Event description:
It was reported that after a ligament repair of the right ankle performed on (B)(6) 2022, where a twinfix ultra was used, a week after the surgery, the patient´s wound was healing poorly, presenting local exudation, which was treated with dressing change with no positive results. Two months after, the patient was admitted to the hospital for debridement on (B)(6) 2022, to which the wound responded well, healing after this procedure. Patient´s health status is fine. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h2: additional information: h6: medical device problem code. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device found the packages must be free of particulates above a threshold and the product is required to be 100% sterilized. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Therefore, no further clinical/medical assessment is warranted. Should any additional clinically relevant documentation become available in the future, the clinical/medical task may be re-evaluated. The complaint was not confirmed. Factors that could have contributed to the reported event include insufficient or improper cleaning of the surgical site, or a biological response unrelated to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.